Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and a neuron max 6f 088 long sheath (neuron max). It was reported that the patient had a type one arch. During the procedure, the physician introduced the ace68 to the target location in preparation to make the first pass. The ace68 was unable to aspirate and the physician found that there was leaking near the hub of the ace68. After removing the ace68 from the patient, the physician found that the ace68 was kinked mid-shaft. Therefore, the ace68 was no longer used in the procedure.the procedure was completed using a new ace68 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned (B)(4) confirmed that the catheter leaked near the hub underneath the strain relief. During evaluation, the (B)(4) was flushed, and a leak was observed coming from underneath the strain relief. The strain relief was unraveled, and a fracture was observed. This type of kink and a subsequent fracture typically occurs if the device is held at an angle during use. Further evaluation revealed kinks and ovalization on the catheter shaft. Based on the reported event, the root cause of the kinks could not be determined. The ovalization likely occurred during use, and the root cause could not be determined. Further evaluation also revealed distal tip material was deformed and kinks at the distal end. If the distal tip of the catheter is over heated during tip shaping, damage such as deformation of the material may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.